Manufacturer narrative:
(B)(4). Date sent: 4/10/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a segmental enterectomy procedure, during the use of the device it locked and could not be used anymore because it did not release/deliver more staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.